Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: alleged issue: "bag doesn't hold air, air doesn't stay in bag." No patient injury or medical intervention reported.